Event description:
It was reported that a pump had a dark screen and would not turn on. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to try several troubleshooting steps, such as ensuring the pump was disconnected from any power source and attempting different charging methods. Since these efforts did not succeed, a replacement pump was arranged, and the customer was instructed to return the faulty pump using a provided pre-paid label. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.